Event description:
A medical center representative reported that before vitrectomy surgery, a system message displayed and locked the system. The pt had received peribulbar anesthesia, but the case was canceled. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported system message (sm). The company representative replaced the pneumatic module due to the interim rfid (radio frequency identification) issues. Software upgrade and preventive maintenance (pm) were performed. The system was then tested and met product specifications. The replaced pneumatic module was returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).